Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump may have been over delivering insulin, and that they had a reservoir that was leaking. The customer¿s blood glucose level was normal at the time of the incident. No further details were provided. Troubleshooting was not completed. It is unknown if the insulin pump will not be returned for analysis.